Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***

Event description:
Information was received from a healthcare provider (hcp) who reported a patient who was implanted for essential tremor fell and hit their head on (B)(6) after being confused and experiencing hallucinations resulting in presentation to the emergency room. MRI was performed which showed no acute findings and mental status had improved at that time. The patient was working on discharge back to the facility they lived in but developed fever and hypoxia the evening of (B)(6) after which was found to be covid positive. The patient developed acute respiratory distress/failure from covid which worsened to pneumonia requiring intubation and IV antibiotic treatment for five days. The patient was extubated and eventually discharged on (B)(6). At that time the patient was noted to have significant worsening of facial dystonia as well as persistent dystonia in the neck and upper extremities. Blood work was performed with normal results. The patient was seen by neurology, but they were unable to control his symptoms even after the patient¿s ativan was increased to 1 mg every from hours from every 6 and the addition of keppra for suspected seizure. Since discharge the patient was nearly aphasic and had not spoken any words. With no improvement the patient was transferred to another healthcare facility. Upon arrival at the new healthcare facility on (B)(6) 2025 the patient was lethargic, sleepy, would not open his eyes, and was unable to follow any commands. In addition, the patient had constant rhythmic movements of their mouth and blinking of the eyes. Lung sounds noted rhonchorous breath sounds bilaterally. The patient had a peg tube placed three days prior due to dysphagia and placed on liquid nutrition replacement. All other systems were normal upon exam. Following initial admission to the most recent facility, a chest x-ray was obtained which showed a few areas of possible infection with the patient experiencing coughing episodes with thick secretions and was started on an antibiotic regimen along with nebulizer treatment. Neurology was consulted which documented the patient had a past medical history of chronic movement disorder with orofacial dystonia for which they received periodic botox (the last injection was (B)(6) 2024). Oral medications had also been used historically including ativan and artane 2mg 3 times a day. The patient also had a history of essential tremor and was onpropranolol 60 mg twice a day, but it was unclear if this had been continued when the patient was intubated and hospitalized most recently. A deep brain stimulator was implanted years prior as well. It was noted the patient also had cognitive deficits which had remained fairly mild leading up to their most recent admission. Following a thorough evaluation the neurologist noted the patient had severe deficits which had been present since being extubated with severe persistent dystonia consistent with status dystonicus over the past two weeks. In addition, neurology¿s assessment led to the addition of baclofen and benadryl along with the patient¿s previous medications. The neurologist noted they didn¿t think the patient was having seizures and chose to hold the keppra. The patient¿s spouse noted the patient did well after neurostimulator change on (B)(6) 2024 with no new changes in their settings. The patient¿s spouse was confident the deep brain stimulator was on at this time. The neurologist mentioned a formal interrogation of the device could be performed. Lab results from (B)(6) showed high pc02 v-1, po2 v-1, hc03, be v1, neutrophils, and mpv. The patient was reevaluated on (B)(6) where due to the patient being refractory to treatment and requiring significant sedation to get any relief, was thus transferred to neurocritical care and intubated. In spite of these interventions over the next several days the patient had no significant improvement in regard to their dystonia, but rather their dystonic movements only continued to worsen. Discussion took place with the patient¿s family who elevated to transition the patient to comfort care on (B)(6) 2025 an was extubated. Adjustments were made to the patient¿s medications to diminish breakthrough dystonia and discomfort. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
Section d10 references: product ID: 3708660, serial#: (B)(6). Product type extension product ID 3708660, serial#: (B)(6), product type extension h3. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the replacement on (B)(6) 2024 was the only procedure/intervention done at that time. The ins replacement was performed under general anesthesia (with propofol) and an lma (laryngeal mask airways) was used. There were no noted complications per the anesthesia or pacu (post-anesthesia care unit) records. Patient vital signs remained stable throughout. The patient's indication for use was for central tremors only. No autopsy results are available at this time.